Manufacturer narrative:
Per the initial reporter, the device will not be returned. Common name & product code: unavailable as the device lot number, rpn, and gpn are unknown. PMA/510(k) number: unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the tip of a wire believed to be a cope wire, broke off in the patient's liver. The patient is getting a follow-up magnetic resonance imaging (MRI) scan. Very little information was provided. Additional information regarding product and lot numbers, event detail and patient outcome have been requested but not yet provided.

Event description:
Information received 24apr2019 confirms that the device associated with this event is not manufactured by cook inc. No additional follow-up reports will be submitted under report reference number 1820334-2019-00879 regarding this event, as there is no alleged deficiencies related to the identity, quality, durability, reliability, usability, safety, effectiveness, or performance of a cook inc. Device.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. B5: information received 24apr2019 confirms that the device associated with this event is not manufactured by cook inc. No additional follow-up reports will be submitted under report reference number 1820334-2019-00879 regarding this event, as there is no alleged deficiencies related to the identity, quality, durability, reliability, usability, safety, effectiveness, or performance of a cook inc. Device. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.